Event description:
It was reported to medtronic minimed that the customer reported multiple issues like the customer received pump error 23 (post-reset ram crc alarm), a crack starts from the battery compartment from top of the pump leading to the bottom of the pump, button unresponsiveness and frozen display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input. Buttons become responsive again after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump trace and history files were successfully downloaded using thump. All buttons functioned properly and no frozen display or unexpected pump error 23 alarms occurred during testing. A review of the pump history file reveals on (B)(6) 2025 the following alarms occurred: eighteen (18) pump error 130 alarms (between 21:24 and 22:54), four (4) pump error 43 alarms (21:34, 22:06, 22:10, and 22:30), one (1) pump error 23 alarm (23:06). When the pump error 43 alarm was generated at 22:06 a subsequent pump error 23 alarm occurred after the pump was powered down and after power up, during startup, hrm post failed during the factory parameters check. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked lcd display window, cracked select button keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 43 and pump error 130 alarms are confirmed due to moisture damage on the hardware. Pump error 23 alarm is confirmed due to pump error 43. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Frozen display and unresponsive keypad are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.